Event description:
A nurse reported that a knife was not sharp enough during surgery, but the procedure was completed with no complication.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history records for the component lot was reviewed. An unrelated processing abnormality was found during the review. The associated lot was released based on acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the defect "not sharp enough" experienced by the customer cannot be determined. Some potential causes are reuse, improper handling, or contact with another instrument. Because the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and dull cutting edges, are removed from the lot and scrapped. (B)(4).